Event description:
Customer reported that usb port was damaged, which compromised ability to charge pump. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event as customer declined follow-up.